Manufacturer narrative:
On (B)(6) 2015 steris received medwatch mw5041593. The medwatch report included information regarding the specific lot number subject of the reported event which was not included in the original maude report. Steris performed retain testing on the lot number subject of the reported event and no issues were noted. In addition, steris conducted visual inspection of the retain product's packaging, indicator, instructions for use and confirmed all materials state for use in gravity sterilization cycle.

Event description:
The user facility reported via maude adverse event report that the verify sixcess verify sixcess 275º 10 minute indicator is designated for use in prevacuum cycles according to steris' product page for verify sixcess steam indicators. The complainant further stated that the product was used for testing in a prevacuum cycle, and that during use it was identified that the product packing, labeling, and instructions for use for the verify sixcess 275º 10 minute indicator state the product is for use in a gravity cycle.

Manufacturer narrative:
Steris performed a full review of the product page for verify sixcess steam indicators on (B)(4). In addition to reviewing the content of the product page, a review was performed of the marketing materials posted to the page. The review determined that the re-order information for the verify sixcess 275º 10 minute indicator incorrectly included "prevacuum cycle" after the item description. The review confirmed that all marketing materials for the verify sixcess steam indicators contained the correct cycle information, specifically that it is for use in a gravity cycle. After a review of the website and marketing materials was performed, the product page on (B)(4)was updated. Steris performs periodic reviews of FDA's maude database to identify medwatch reports, filed by user facilities, regarding steris products. This review is performed to ensure steris captures and investigates any report of a device malfunction or injury caused by our medical device which was not reported to steris by the user facility. A review was performed of all complaints received (B)(4) 2015 to date and no similar report was identified. The medwatch report does not identify the user facility and steris is therefore unable to contact the complainant. Steris notes that while the product page item description incorrectly included a prevacuum cycle, all product labeling, packaging, and instructions for use correctly state the indicator is for use in a gravity cycle. In the event that steris receives additional information regarding the reported event a follow-up report will be submitted.